Event description:
Customer reported the alarm does sound; however, the voice recording does not. Batteries have been replaced with a new supply and no visible damage reported. Customer could not provide the date when discovered. No pt incident or injury reported.

Manufacturer narrative:
Eval of the returned product found the reported issue is confirmed. Factory message does not play and a clicking nose sounds in its place. Tone plays when it should. Unit passes all other functional tests. No physical damage observed. (B)(4).